Event description:
According to preliminary info received from the implant center, pt was seen at the center in april 1999 for routine device eval. There were no problems noted and all measurements were within normal range. Approximately three weeks later the implant suddenly stopped working and pt was taken to the center for eval. Despite exchanging all the external components, the cochlear implant team was unable to establish lock between the internal and external components of the system. Revision surgery took place in 1999 and pt was reimplanted with another clarion device.